Event description:
Information was received indicating that a smiths medical pump was presenting with lec 1144 and a double beep no cassette error during testing. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated. The downstream sensor was faulty and replacing it resolved the pumps issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.